Event description:
Caller states patient tested 2.6 inr on the coaguchek xs system while a comparison lab returned as 1.4 inr. Caller states the lab tube was spun and plasma drawn off, but she does not know if it was frozen. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
(B)(4) study. It was reported that during a stenting treatment procedure, a plaque shift occurred. The target lesion was located in the posterior lateral ventricular artery and was treated with predilation using a 2.5x6.0mm cutting balloon and placement of a 2.75x8mm taxus liberte stent. Following deployment there was a 70% stenosis generated with a "carinal shift" into the lower pole of the branch. A 2.0x12mm apex balloon was used to treat the plaque shift without complication. During the same procedure, an attempt was made to treat the posterior descending coronary artery, but a guide wire was unable to cross the lesion. The patient was discharged one day later on aspirin and prasugrel.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.